Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Customer's blood glucose (bg) level reached 420 mg/dl. The contact did not know the cause for the reported dka and bg level; however, the contact believed dka and bg level was unrelated to the pump and supplies. Customer was treated with a dextrose drip and lantus injections. At the time of the report, customer was still admitted to the hospital under observation. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.